Manufacturer narrative:
The automated impella controller (aic) data logs and console were returned for evaluation and analysis. Data analysis of the aic logs from the reported day of event are consistent with complaint and show excessive number of analytical hierarchy process error messages pertaining to radio frequency identification (rfid) communication (between purge cassette and rfid circuitry attached to the pud board). In the result, purge cassette insertion was not registered by the console, while purge disk and pump were detected, and case start wizard could not proceed without functional purge system. Inspection of the console did not reveal any damage to the purge area. However, during testing of the console, the issue was reproduced, and the purge cassette was not being detected. The purge motor shaft did not spin when a known-good purge cassette was positioned close to the purge insert. After replacing the rfid board with a known-good one, the issue was resolved, and purge cassette could be detected. In conclusion, the console was unable to detect purge cassette due to malfunction of the rfid board in the purge assembly. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported during an active case automated impella controller (aic) was not detecting the purge cassette. Consequently, automated impella controller (aic) was switched to a backup aic. The patient¿s outcome was noted as unknown. However, there was no report or indication of any adverse effects to the unknown age patient because of this event.